Event description:
Customer reported approximately 1/4 of the way thought the dialysis treatment when the pt's c3 machine presented with a sucking sound originated from the blood pump and assumed that the dialyzer was clotting although the pressures never indicated that clotting was occurring. The blood in the dialyzer was dark, but the pt had a catheter so she would expect that. The pt's blood was returned and set up a new dialyzer as well as a new extracorporeal circuit. Treatment was then resumed and the pt completed her entire treatment without any further complications. Approximately four hrs after the pt was discharged the pt complained of back and abdominal pain and a general feeling of malaise. The hospital's laboratory indicates hemolysis. The patient was transfused with one unit of packed red blood cells. There was no injury to the pt and it is reported that the pt is doing fine. It is unclear when or why this hemolytic event occurred.